Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced, and the device passed all testing.

Event description:
It was reported that the pump dso seal bubbled and delaminated with lcd screen scratched and worn during testing. There was no patient involvement and patient harm.